Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the image is not displayed due to poor communication caused by cable failure. We could not presume the cause of occurrence of cable failure. The event can be prevented by following the instructions for use which state: ·never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, the 4k camera head had a problem with no image appearing when plugged into the olympus tower. The unspecified procedure was completed using another device. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a bad cable unit. Additional evaluation findings are as follows: faded rear cover, faded serial plate, and unable to scan unique device identifier. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.